Manufacturer narrative:
One ensite x surface link (surf link) module was received for evaluation. Visual inspection revealed that the cable assembly was separated from the exterior casing, exposing the internal wiring. Based on the information provided to abbott and the investigation performed, the reported event was confirmed, and the root cause remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During patient preparation for an atrial fibrillation procedure, it was noted that the surfacelink was damaged, causing a delay. The junction between the surfacelink box and the cable was ripped out and the inside cables could be seen. The ECG signal went in and out, and it was not possible to validate the ECG patches. After multiple attempts, the patches were able to be validated. However, as the procedure had not started yet, it was decided to use a non-abbott (medtronic) cryoablation technique because of the ECG signal issue. There was a 90-minute delay while waiting for the non-abbott (medtronic) technician to arrive.